Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a left main to left circumflex and left main to left anterior descending artery. Successful atherectomy was performed on the left main to left circumflex. During treatment of the left main to left anterior descending artery, the oad crown detached. The oad crown was able to be successfully retrieved by removing the viperwire guide wire. The procedure was considered a success and there were no patient complications as a result of the event. The patient was in stable condition.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.